Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that the allegation was confirmed. Additional issues were identified during the device evaluation: due to clogging of the nozzle, the water supply volume does not meet the standard value; due to a crack on the s-cover, water tightness was lost; due to wear of the angle wire, the bending angle in the up direction did not meet the standard value; due to the wear of the angle wire, the play of the u/d knob was out of the standard value; the distal sheath adhesive had a crack and chip with a white-clouded area; due to nozzle clogging, the air supply volume and water removal ability did not meet the standard value; switches 1, 3, and 4 were worn and had scratches; the plastic distal end cover had a dent, and the connecting tube was scratched. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The olympus representative reported (on behalf of the customer) that the evis lucera elite gastrointestinal videoscope was displaying air and water flow issues from the flow system. No patient injury or procedure impact was reported. During the evaluation of the device, it was noted that the nozzle was clogged with foreign material. The foreign material remained in the nozzle, which can cause insufficient reprocessing. This report is to capture the reportable malfunction of foreign material in the nozzle noted at estimation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Three attempts were performed to obtain additional information, but no response was received from the customer. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the cause of remaining of the foreign material was unable to be specified since it was unknown whether reprocessing was practiced in accordance with instructions for use. The root cause of the reported event is unable to be determined. However, the cause of the event is likely due to ...... Insufficient or inadequate reprocessing. The event can be detected by following the IFU which state: chapter 3 preparation and inspection, section 3.3 inspection of the endoscope and section 3.8 inspection of the endoscopic system¿ as below. [Inspection of the endoscope]: 8. Inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. [Inspection of the objective lens cleaning function]: inspection of the water feeding function. Cover the spray valve hole with your finger. Depress the valve all the way (till the 2nd step) and confirm that water flow is observed in the entire endoscopic image. Inspection of the spray function: cover the spray valve hole with your finger. While keeping the spray valve hole covered, depress the valve till the first stop position (till the 1st step). Confirm that emission of water spray is observed in the entire endoscopic image. Olympus will continue to monitor field performance for this device.